Event description:
Additional info: the infusion container had been started at 7:50 am and it was noted to be empty at 10:30pm. The container volume was 80ml (including 20mg of morphine) and the infusion rate was 1.5ml/h. The pt was "sleepy but arousable" and did not experience any advese effects.